Manufacturer narrative:
One catheter with attached monoject 0.8 cc limited volume syringe was returned for evaluation. A non-edwards three-way stopcock was attached at the proximal injectate hub. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. All through lumens were patent without any leakage or occlusion. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed but surface damage to the p.a. Distal hub was noted. Balloon inflation test was performed using returned syringe with 0.8 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the pulmonary capillary wedge pressure (pcwp) readings were between 0-1mmhg. The expected pressure reading was 10mmhg. A normal shaped waveform was shown. The numeric value and waveform did not correlate. Catheter was not replaced. Trouble shooting was not performed. There was no occlusion, leakage or kink noted in the catheter. There was no error message indicated on the monitor. The patient was not treated based on the incorrect values. There were no patient complications reported.